Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 585 mg/dl. The customer stated that the insulin pump did not deliver the insulin, and he did not receive an alarm of no delivery. The customer stated that he was treated at the hospital to bring down his blood glucose. No further info was provided.